Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during a device follow-up, the mobile programmer experienced an application crash, when the user attempted to retrieve stored electrograms (egm). A different programmer was used to complete the follow-up. The programmer remains in use. No patient complications have been reported as a result of this event.